Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels in 50¿s mg/dl. Customer was treated with food. Customer¿s other blood glucose value were 70 mg/dl and 111 mg/dl. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 74 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose versus blood glucose difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined troubleshooting for his low blood glucose. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.